Event description:
According to the reporter: the balloon of the device ruptured when the doctor was performing the endoscopic surgery. A new product was used in order to complete the procedure. The pt was involved without injury. No tissue was damaged. No tissue loss or blood loss occurred. Medical intervention was not required. Operative time was not extended.

Manufacturer narrative:
(B)(4).